Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported there was an reoperation rate of 7.4% . What was the reason for the reoperations? What were the number of patients who had complication of bloating?

Event description:
It was reported via journal article: title: magnetic sphincter augmentation versus toupet fundoplication: a longitudinal study focused on quality of life. Author/s: g. Saino1, v. Lazzari1, g. Bonitta1, l. Bonavina1. Citation: united european gastroenterology journal 3(5s); 2015; a1-a145; doi: 10.1177/2050640615601611. This study discussed about magnetic sphincter augmentation versus toupet fundoplication: a longitudinal study focused of quality of life. Laparoscopic toupet fundoplication (ltf) and laparoscopic magnetic sphincter augmentation (linx, ethicon) seemed to prevent reflux more physiologically and with a lower incidence of side-effects and reoperation rate. Between march 2007 and december 2014, 135 patients were under linx and 97 patients on ltf. Reported complications included dysphagia (n=9%); and bloating (n=?). In conclusion, in two contemporary cohorts of patients matched by propensity score analysis, control of reflux symptoms was similar after both linx and ltf. No statistically significant difference was found in the incidence of dysphagia, bloating, and reoperation rate.